Event description:
Signostics bladder scanners - uscan system has been unreliable to obtain bladder volume measure. Transducer /probe "fanning" process for scanning is reportedly troublesome and results in acquisition failures, lack of accuracy in volume measurements as well as difficult and time-consuming measurement corrections which often do not offer a result.